Event description:
I received the synvisc one injection on (B)(6) 2017 in doctor's office. No immediate pain. About late afternoon at approx 4pm, my knee (left) started to swell and I could not bend it or bare any weight on it. As the pain progressed, the swelling increased, severe stiffness set in and absolutely no weight could be put on knee/leg. Jolts of pain caused my body to convulse. I called the office the next day and was told to ice and elevate my leg and to stay off of it. Nothing for pain was indicated. I had to use crutches and wheelchair for the next three days. On (B)(6) 2017, I went back to doctor, was given a knee immobilizer [ankle to thigh kind]. While at the office I received an ice treatment, was given a prescription for hydrocodone - apap and my knee was wrapped with elastic bandage. I was told to stay off my leg, keep it elevated, and ice it 15 minutes every hour. I was instructed to wear the immobilizer all the time. The pain and swelling continued. The swelling started to move down the front of my leg. The jolts of pain continued making me convulse. After no relief, I saw the doctor again on (B)(6) 2017. During this visit, fluid was drained from my knee and sent to the lab (tests were normal). I received a prescription for voltaren. As before, I was told to ice, elevated and wear the brace. Once swelling goes down, I could wean myself off the brace. To date ((B)(6) 2017), I am still experiencing swelling, pain, and stiffness. My knees pains when bent and can't bare weight on it for any length of time nor walk, use the stairs or get into and out of the tub without difficulty or assistance. I am using a cane. I still have the convulsions due to pain. Note: my last injection of synvisc one was in (B)(6) 2016. No reaction from this injection. Convulsions. Strength: 48 units. "Is the product compounded: no; is the product over-the-counter: no; how was it taken or used: injection; why was the person using the product: to treat osteoarthritis."